Manufacturer narrative:
Boston scientifics international technical services reviewed device information, confirming an occasional beat of capture loss, commenting this could be attributed to a lead dislodgement. Available information to date suggests that this lead remains implanted and in service. This event will be updated should additional information become available.

Event description:
Boston scientific received information that during a routine clinical follow-up, undersensing and loss of capture were exhibited with this right ventricular lead; physician suspected a microdislodgement. All lead measurements were reported as 'good' and no adverse patient effects were observed. A device memory download was performed for further evaluations.